Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to oversensing. The patient was to be seen for troubleshooting. At this time, the serial number of the device and the outcome of the troubleshooting was not available. No additional adverse patient effects were reported outside of the inappropriate shock therapy.